Event description:
The customer's spouse called and reported the customer was hospitalized, related to low blood glucose, in addition to another condition that the customer's spouse referred to as fight or flight syndrome. It was stated that the customer was having low blood glucose before the incident and that if he did not eat at night, his blood glucose would go low, due to basal rates being set too high.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.